Event description:
It was reported that when an asymptomatic patient presented to the operating room for a device change-out, noise on the rv lead channel was observed via stored egm. Electrical measurements were stable and within normal ranges. The noise could not be reproduced. The lead was capped and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.